Event description:
The customer was hospitalized for dka. It was informed that the customer had fever and blood work shows high count of wbc's. The nurse stated that the customer had other health issues. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. Suggested the customer to discontinue the pump use.